Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that right atrial (ra) lead exhibited p wave amplitude variation. It was also noted that the ra lead exhibited noise oversensing that caused pacing inhibition, inappropriate mode switch and noise revision episode recorded. Programming changes status was unknown. The patient status was unknown.